Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Patient was revised to address squeaking in the hip. It was also noted that the liner was found to be disassociated. Update the sales rep has reported the revision of the acetabular cup due to a recurring disassociation. Update litigation alleges pain and squeaking in the hip. Radiograph images revealed that the prosthetic head in the cup showed findings consistent with significant polyethylene wear or failure. Doi: (B)(6) 2013: dor: (B)(6) 2015 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: h6 (device). Corrected: b1, b2.

Event description:
After review of medical records, patient was revised to addressed failure right total hip arthroplasty. A standard posterior approach to the hip was made. The piriformis short external rotator tendons could not be identified in the posterior scar. There was extensive omentalis of the greater trochanteric bursa. All blackened tissue was excised. The polyethylene was loose in the cup. There is a piece of polyethylene in the anterior portion of the joint which was removed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: b5, b7, d4 (expiration) and d10 corrected: a2 (age) and h6 (patient replaced surgical intervention with device revision or replacement.)